Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, during delivery of an 8mm x 40mm precise pro carotid self-expanding stent (ses) delivery system along an unknown 6f intermediate catheter, the device could not advance further. Additionally, difficulty was encountered during the removal of the stent delivery system due to resistance during forward advancement; the operator stabilized the intermediate catheter and slowly withdrew the stent system. The procedure was completed using a non-cordis carotid stent. There were no reported injuries to the patient. The target vessel was the carotid artery, which exhibited moderate calcification, mild tortuosity, 70% stenosis, an acute angle, bifurcation, and chronic total occlusion. The device was stored and prepped according to the instructions for use (IFU). No damage was observed on the product packaging or the device itself prior to use. No damage was observed on the unknown 6f catheter, and the catheter was successfully used with other devices during the procedure. A non-sterile unit of precise pro rx us carotid syst was received for analysis. A thorough evaluation of the unit showed no damage to the device, and the stent was received fully deployed and properly expanded, with no damage observed. The hemostasis valve was returned tightly closed. No additional notable conditions were observed. Dimensional analysis was performed to verify the outer diameter (od) of the stent crossing profile. Measurements were taken at two locations, and all dimensional results were found to be within specification. Functional analysis was conducted in accordance with the procedure. The returned unit was inserted into a previously flushed laboratory sample 5f catheter sheath introducer (csi) by the cap and subsequently withdrawn from the sheath. No resistance or friction was observed during insertion or withdrawal. The reported events of ¿stent delivery system (sds)-resistance/friction-outer sheath¿ and ¿stent delivery system (sds)-withdrawal difficulty-through guide/sheath¿ was not observed through analysis of the returned device as the device passed dimensional and functional analysis. The exact cause of the issue experienced could not be determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the resistance/friction and withdrawal difficulty experienced with a non-cordis guiding catheter, especially since there were no damages or anomalies noted to the device and it passed dimensional and functional analysis with no resistance/friction noted. However, patient anatomy, vessel characteristics (target vessel had moderate calcification, mild tortuosity, 70% stenosis, an acute angle, bifurcation, and chronic total occlusion), procedural/handing factors and/or the concomitant device factors (even though the catheter reportedly had no damages and was used with other devices successfully) are possible. According to the instructions for use, which is not intended as a mitigation, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. (Do not remove guidewire.)¿ neither the product analysis, nor the information available for review suggests that the reported issues could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, during delivery of an 8mm x 40mm precise pro carotid self-expanding stent (ses) delivery system long an unknown 6f intermediate catheter, the device could not advance further. Additionally, difficulty was encountered during the removal of the stent delivery system due to resistance during forward advancement; the operator stabilized the intermediate catheter and slowly withdrew the stent system. The procedure was completed using a non-cordis carotid stent. There were no reported injuries to the patient. The target vessel was the carotid artery, which exhibited moderate calcification, mild tortuosity, 70% stenosis, an acute angle, bifurcation, and chronic total occlusion. The device was stored and prepped according to the instructions for use (IFU). No damage was observed on the product packaging or the device itself prior to use. No damage was observed on the unknown 6f catheter, and the catheter was successfully used with other devices during the procedure. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.